Event description:
This is an international report where the homechoice (hc) machine alarmed a system error 2240 (se) during dwell 3/4. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. There were no patient extension lines used. There were not any open clamps on any unused supply lines. There was nothing unusual noted about the supplies, i.e. Leaks. Technical service representative (tsr) had homepatient (hp) cycle power. The hp would finish with manual supplies that night. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.